Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat the proximal lad. It was reported that the stent was damaged during delivery of the device to the lesion. No patient injury reported.